Manufacturer narrative:
(B)(4). The reported complaint that the "iab perforated" was confirmed based on the investigation of the returned sample. The customer returned a 50cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging for investigation. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken which can cause blood to enter the helium pathway. Functional inspection identified a leak from the iabc distal tip and iabc luer end and the leak was consistent with the broken central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "iab perforated". Additional information states the iab was removed and not replaced. The patient's current condition is reported as "awaiting transplant"

Event description:
It was reported "iab perforated". Additional information states the iab was removed and not replaced. The patient's current condition is reported as "awaiting transplant"

Manufacturer narrative:
Qn# (B)(4).